Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. (B)(4). Device evaluation: visual analysis of the photographs identified. Through the photos provided, it is not possible to determine the lot number and catalog observed rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. All available information has been obtained from providers. Reason for reoperation: rupture.

Event description:
Healthcare provider reported rupture for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. (B)(4). Device evaluation: visual analysis of the photographs identified. Through the photos provided, it is not possible to determine the lot number and catalog observed rupture in the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. All available information has been obtained from providers. Reason for reoperation: rupture.

Event description:
Healthcare provider reported rupture for the left side. Device has been explanted.